Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm on their insulin pump. Customer's blood glucose level was 160 mg/dl. Troubleshooting for the prime rewind was performed. Customer was advised that during the seating the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube window and cracked reservoir tube window corners.